Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.